Event description:
Evaluation revealed partially dislodged force sensor pins. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. (B)(6). Recall # 531779-03/24/2010-003-r. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation revealed partially dislodged force sensor pins. Review of the pump download history revealed several unexplained power on resets. It was observed that the pump's battery compartment was cracked from threads to case seal and that the battery cap would not tighten completely. It was noted that the battery cap was lose and would cause a power on reset if turned a quarter of a turn counter clockwise. The load step was initiated during evaluation; however, the pump was unable to load cartridge. A "cartridge not detected" alarm was received. When the display cover was removed it was discovered that the old and force sensor flex pins were found to be partially dislodged from pcb socket. Review of the pump download history did not reveal any evidence of loss of prime.